Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a calcified unspecified vessel. A 4.00mm x 32mm promus premier stent was advanced but was not able to cross the lesion. When the device was pulled out, the stent had fallen off the balloon. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and there was no harm to the patient.